Manufacturer narrative:
D10: concomitants: 6374361, 02-020-11-0250 - truliant ps cem fem ps cem left sz 5. 6462104, 02-022-45-5040 - truliant tib fit tray cem sz 5f / 4t. 6522916, 200-02-41 - three peg patella 41mm. Pending investigation.

Event description:
As reported via legal documentation the patient had a left knee replacement on (B)(6) 2020. The device has not yet been explanted due to failed total knee replacement of the left knee and the need for surgical revision; constant swelling of the left knee requiring needle aspiration; infection; pain, suffering, and gait abnormality. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
H3: the logic tibia implant psc insert device with serial number (B)(6) is confirmed to have been packaged in a vacuum bag that does not contain evoh. The cause of the patient¿s pain and infection cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition as associated with the interaction between the implanted device and the patient due to patient illness, unique anatomy, or other condition that impacts the performance of the device. These devices are used for treatment not diagnosis.

Manufacturer narrative:
Additional information- b1, b2, h7, & h9.